Manufacturer narrative:
A medical review of the info obtained and the treatment data provided was performed. A large manual drain was reported after fill 1. Per pt's mother, she attempted to drain the pt manually and still could not drain. Pt was subsequently brought to the hospital where a manual exchange was performed. Pt drained and filled without problem. Difficulty in achieving appropriate drainage can be caused by peritoneal dialysis catheter obstruction (as in fibrin formation), catheter's position (as in constipation), or catheter kinking. A series of low draining volumes will eventually cause a larger than expected drain volume. The device will be investigated when returned to the MFR and a supplemental report will be submitted upon completion.

Event description:
Pt's mother stated during the ccpd treatment, the pt received a fill 1 of 250 ml but could not drain. In drain 1, no fluid came out after 15 minutes and typically pt drains fast. Pt was being fussy. Mother contacted pt's nurse and was advised to do a manual drain but pt still could not drain. Mother then took pt to the hosp. Pt was connected to a manual bag and was able to drain about 500 ml. Pt was sent home after draining and had no further medical interventions. Mother reports after receiving the replacement lower valve box, pt has not had further drain issues. Pt continues to use the same cycler.